Event description:
"The patient had pain on the back to come to the hospital. After cta, it was diagnosed as type iii dissection. In the afternoon of that day, relay 85 was used to do endovascular operation. The right femoral artery's diameter is 8.5mm, and the right femoral artery was used as access. After open device, it was found that the sheath was severely tortuous. After talking of the physician and the technical person, it was decided to try. And it was difficult to advance during the operation. After several times of try, the sheath can't pass the iliac artery. The sheath was withdrawn and the operation was scheduled for another day. There was some intima left on the sheath after the sheath was withdrawn. The next day, the patient died." Patient outcome: "the patient died at the next day of the operation."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to a relay transport device. The relay transport device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038).

Event description:
"The patient had pain on the back to come to the hospital. After cta, it was diagnosed as type iii dissection. In the afternoon of that day, relay 85 was used to do endovascular operation. The right femoral artery's diameter is 8.5 mm, and the right femoral artery was used as access. After open device, it was found that the sheath was severely tortuous. After talking of the physician and the technical person, it was decided to try. And it was difficult to advance during the operation. After several times of try, the sheath can't pass the iliac artery. The sheath was withdrawn and the operation was scheduled for another day. There was some intima left on the sheath after the sheath was withdrawn. The next day, the patient died." Patient outcome: "the patient died at the next day of the operation."